Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
The customer reported that vasopressin 100 ml was programmed to infuse 0.4 units/minute at a rate of 2.4 ml/hour over a 40 hour period, however, the infusion was completed within 2 hours of initiation. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid slightly out of specification on the high side when tested in the as received condition. This condition, however, would not explain the customer¿s experience of 100 mls being delivered in 2 hours. After rate calibration was performed, the device was observed to be delivering fluid within specification. The root cause of the reported over infusion was not identified.

Event description:
The customer reported that vasopressin 100ml was programmed to infuse 0.4units/minute at a rate of 2.4ml/hour over a 40 hour period, however, the infusion was completed within 2 hours of initiation. There was no patient harm.